Manufacturer narrative:
A ge rep evaluated the system, and replaced the hard drive and installed new software. System operates as intended. This MDR is related to ge healthcare complaint.

Event description:
The customer reported monitors went dark prior to a case. No pt injury was reported.